Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not helping the patient's symptoms. They were wetting themselves every time they took a nap and every night; their leaks at night had returned back again. They did not get the stimulation sensation in their bladder, so they increased stimulation until they felt stimulation in the big toe. No matter how much they increased stimulation, they were not feeling it in the big toe. They had not had any falls, trauma, nor a change in activity. It was reviewed how to change programs. They had been on programs 4 and 7. They changed to program 1 and were not able to feel stimulation. They went to program 4 and increased stimulation, but were not able to feel stimulation. It was recommended they follow up with the healthcare provider to have the device checked. They were redirected to their healthcare provider to further address the issue. The patient reported during another call that hey had been having issues with pairing the device as well with the programmer. They increased their stimulation, and could feel this in their foot and it was definitely noticeable.